Manufacturer narrative:
Mucosal laceration requiring treatment is a common occurrence in ablation treatments. By its nature, ablation causes mechanical damage to tissue, and this damage can result in excessive bleeding requiring treatment. In this instance, there was no device malfunction, and standard treatment of clipping plus epinephrine injection was sufficient such that the injury resolved without sequelae.

Event description:
C2 therapeutics became aware of adverse event on (B)(6) 2018. Initial cryoballoon procedure on (B)(6) 2018. No device issue was reported. On (B)(6) 2018 it was reported to c2 that the patient developed a gastrointestinal bleed. The patient was re-scoped by the physician and reported that the patient was doing fine. No further information provided. On (B)(6) 2018 the patient went back for follow up visit and no cryoballloon was used at this time. During this visit, physician informed c2 therapeutics that when the patient presented with the bleed after his initial cryoballoon treatment, physician needed to place 2 clips and inject epi. The patient is doing well.